Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and poor imaging are due to challenging patient anatomy and procedural circumstances. The reported off-label use was associated with the mitraclip being used on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), a dilated right atrium (ra) and annulus, coaptation gap of 7-8mm, and septal leaflet restriction for a combined mitraclip and triclip procedure. Upon the implanter's discretion, two mitraclip devices were implanted on the tricuspid valve. The physician was notified that implant of the mitraclip device on the tricuspid valve is considered off-label and against IFU (instructions for use). The first clip delivery system (cds) device was implanted. A few heartbeats after the second cds was implanted, it detached from the septal leaflet and remained attached to the anterior leaflet. Per the implanter, challenging imaging due to ra size, shadowing of the device/leaflets, as well as the large coaptation gap contributed to the slda. The tr was reduced to grade 3+. The patient did not present with any clinical signs or symptoms.